Event description:
Boston scientific (bsc) crm received information that a battery longevity calculation was requested for this cardiac resynchronization therapy defibrillator (crt-d). Bsc technical services (ts) performed a longevity calculation revealing an estimated one to two years remaining. This crt-d was unable to be evaluated for the shortened replacement window population due to unavailable voltage at (B)(6) months implant. Ts suggested it was unlikely this crt-d was affected by the population according to the voltage provided at twenty-six months implant. There are no allegations against this crt-d. Currently this crt-d remains implanted and in service. No adverse patient effects reported. Approximately (B)(6) later this device was removed and returned for unknown reason. Initial analysis testing revealed that this device had been drawing high current while implanted which maybe an indication of an out of specific condition. The device was forwarded on for further detailed laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.